Manufacturer narrative:
(B)(4). Batch #: 567a68. Additional information was requested and the following was provided: how was the device removed? -the device could be removed from the patient. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?- the knife reverse switch was activated. Did the jaws eventually open?-the blade backed up and the jaw could be opened to remove the device investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60g reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that when performing the grasping and stapling of the tissue, the echelon stapler was blocked and did not open. It was decided to change the device. No patient consequences reported. No further information is available.